Event description:
It was reported that (1) device was used during a cystectomy. It was reported by the affiliate that the atb35 instrument black handle (firing trigger) was impossible to activate. Another instrument was used to complete the case. There was no consequence to the pt.